Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Myocardial infarction secondary to coronary occlusion post transcatheter valve implantation is a known complication and is listed in the evolutr IFU as potential patient adverse effects. Coronary occlusion, if caused by the implanted valve, is typically related to procedural factors and/or patient anatomical factors. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve valve-in-valve into a failed non-medtronic valve, the electrocardiogram (ECG) showed ventricular fibrillation and a myocardial infarction (mi). It was determined there was a left main coronary occlusion during deployment. An intra-aortic balloon pump was inserted an percutaneous coronary angioplasty was performed. Following the valve implant, moderate paravalvular leak (pvl) was noted. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.